Manufacturer narrative:
This MDR is being submitted on 09/12/2013. Siemens' investigation into the reported issue has revealed that when an image is selected for rejection on the oncologist system, oncologist then creates a new version of the image. The rejected image and the newly created version of the image are then listed in the patient browser. The customer has been informed of an existing workaround and has been provided with the following information: a note should be added to the image during rejection so that the rejected image can be identified in the patient browser and not loaded to rt therapist. If the "rejected" version of the image is loaded into rt therapist the image will display information that the image is rejected with comments, and the offsets that were used for treatment are also displayed. Customer address: (B)(6).

Event description:
Siemens was notified on (B)(4) 2013 that when the customer selects the "reject" status for images on the oncologist workstation, then sends it to the rt therapist and opens the patient file, there is no message on the rt therapist that describes the images as rejected.